Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old (B)(6) female patient had impella 2.5 pump inserted in the right femoral for high risk percutaneous coronary interventions (hrpci). It was reported that during pump support the patient gradually became symptomatic. An MRI confirmed the patient had developed cerebral infarction. The physician stated that there was calcification, thrombus, and plaque in the aortic arch due to high risk in triple vessel disease. The patient is currently being treated for cerebral infarction; however, specifics of treatment have not been provided.